Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs wil evaluate it/them and inform FDA of product(s) that do not pas inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter had displayed an unknown error message and developed a power issue meter does not turn on and. The complaint was classified based on the customer care advocate (cca) documentation and additional information when cca reviewed the original call. The patient stated that the alleged product issues began in (B)(6) 2016 at 10:15pm. The patient stated that her meter displayed an unknown error on her meter which prompted her to change the meters battery, upon changing the battery the meter would not turn on. The patient denied taking any medications to manage her diabetes and denied making any change to her usual diabetes management routine as a result of the alleged product issue. The patient claimed that 10 minutes after the alleged product issue began she developed the symptoms of shaky. The patient reported that she self-treated with more food/drink. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. The cca noted that when the patient pressed the power button the meter did not turn on. When the patient inserted a new test strip the meter did turn on. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.